Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, broken plug strap, a piece of the plug strap is missing. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation, capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and capsular contracture, baker grade IV. Device has been explanted.